Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-11663. It was reported the patient plans to have her scs system explanted in order to have an MRI. It was also reported the patient no longer uses her scs system.